Manufacturer narrative:
A ge representative evaluated the system and replaced the generator interface, fluoro functions, video controller, and display adaptor boards. Also replaced single board computer. System. System operates as intended. (B)(4).

Event description:
The customer reported an over frequency and control panel errors. No pt injury was reported.